Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under all 4 electrodes. The rash was described as itchy, with some bumps. The patient reported that the rash did not have any broken skin. The patient's doctor prescribed the patient some antihistamine for the rash. The patient reported that the rash was slowly healing and he had some relief from the itchiness. There was no allegation of a device malfunction associated with the reported irritation.